Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which was visually inspected with no issues identified. Additionally, a total of 100 retained samples were visually inspected, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: defective component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® pst¿ gel and lithium heparinn 56 units, the stopper was loose in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.